Event description:
It was reported that on or about (B)(6) 2008, the pt was implanted with an ams monarc sling. As a result of the monarc implant the pt "suffered numerous, painful and permanent consequences." It was indicated that the pt had "mesh erosion, mesh contraction, inflammation, scar tissue, organ perforation, dyspareunia, blood loss, blood transfusions, two large pelvic hematomas, neuropathic and other acute and chronic nerve damage and pain, pudendal nerve damage, obturator nerve damage, pelvic floor damage, pelvic pain, urinary incontinence, and severe shock" to the pt's "entire nervous system" which required the pt to "undergo intensive medical treatment, including multiple operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications injections into various areas of the pelvis, spine, left leg and vagina."

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.